Manufacturer narrative:
This product is expected to be returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing, resulting in an inappropriate shock to this patient on two occasions. The noise had a myopotential appearance and was reproducible with arm movements. There was oversensing present in all three sensing vectors along with small r-wave amplitude. It was noted that the system was in a good position, but the tissue was hard over the device. Technical services (ts) recommended programming optimization and x-ray. This s-ICD remains in service. No adverse patient effects were reported. According to additional information, this s-ICD system was explanted due to the aforementioned inappropriate shocks. A new transvenous ICD was successfully placed. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for further investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This product is expected to be returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing, resulting in an inappropriate shock to this patient on two occasions. The noise had a myopotential appearance and was reproducible with arm movements. There was oversensing present in all three sensing vectors along with small r-wave amplitude. It was noted that the system was in a good position, but the tissue was hard over the device. Technical services (ts) recommended programming optimization and x-ray. This s-ICD remains in service. No adverse patient effects were reported. According to additional information, this s-ICD system was explanted due to the aforementioned inappropriate shocks. A new transvenous ICD was successfully placed. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for further investigation.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing, resulting in an inappropriate shock to this patient on two occasions. The noise had a myopotential appearance and was reproducible with arm movements. There was oversensing present in all three sensing vectors along with small r-wave amplitude. It was noted that the system was in a good position, but the tissue was hard over the device. Technical services (ts) recommended programming optimization and x-ray. This s-ICD remains in service. No adverse patient effects were reported.